Event description:
It was reported that during a nerve injury right hand d2 and d3, while suturing after a patient incision, the needle detached from the suture. The needle did not fall into the patient cavity. Another six sutures were used but had the same issue. An additional new suture was used without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: n-2547 monosof* 8-0 blk 13cm mv1355x12 (lot#: unknown) n-2547 monosof* 8-0 blk 13cm mv1355x12 (lot#: unknown) n-2547 monosof* 8-0 blk 13cm mv1355x12 (lot#: unknown) n-2547 monosof* 8-0 blk 13cm mv1355x12 (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. Six sealed representative samples were returned for evaluation. The evaluation found no potentially contributing factors. It was reported that while suturing after a patient incision, the needle detached from the suture. The reported issue could not be confirmed. The most likely cause could not be identified because no r elated problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: n-2547 monosof* 8-0 blk 13cm mv1355x12 (lot#: d3c0631y) n-2547 monosof* 8-0 blk 13cm mv1355x12 (lot#: d3c0631y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a nerve injury right hand d2 and d3, while suturing after a patient incision, the needle detached from the suture. The needle did not fall into the patient cavity. Another two sutures were used but had the same issue. An additional new suture was used without issue. No patient complications have been reported as a result of this event.